Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to securely connect to a monitor. Upon evaluation, the electrode belt trunk cable connector locking nut was missing. The root cause of the missing nut could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation for an unrelated issue, a reportable problem was found. The trunk cable connector locking nut on electrode belt sn (B)(4) was missing.